Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 01-nov-2015. The most recent information was received on 20-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("really extreme abdominal pain / severe abdominal pain/ lower bdominal pain (started out as mild and increased as the time went on until it was severe)") in a female patient who had essure (batch no. 867600- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, delivery in 2004, delivery in 2000, delivery in 1997 and termination of pregnancy - elective. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain ("a lot of pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic area pain (started out as mild and incread as the time went on until it was severe)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("periods had been irregular/ irregular periods"), menstrual disorder ("abnormal menstrual bleeding/ abnormal bleeding (menorrhagia)"), menorrhagia ("severe menstrual bleeding / prolonged menses"), arthralgia ("hip and lower back pain"), back pain ("hip and lower back pain / severe back pain/ lower back pain (started out as mild and increased as the time went on until it was severe)"), feeling abnormal ("kicking feeling"), groin pain ("throbbing pain and tenderness in the groin area and above"), depression ("depressed"), abdominal tenderness ("area near abdomen was very tender and pain went all the way in chest"), chest pain ("area near abdomen was very tender and pain went all the way in chest"), headache ("headaches"), paralysis ("paralysis of index toe") and pain in extremity ("leg pain/ legs pain(started out as mild and increased as the time went on until it was severe)"). The patient was treated with surgery (diagnostic hysteroscopy and bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menstrual disorder, menorrhagia and back pain had resolved, the menstruation irregular, arthralgia, feeling abnormal, groin pain, depression, abdominal tenderness, chest pain, headache, paralysis, pain in extremity, dyspareunia and pelvic pain outcome was unknown and the pain was resolving. The reporter considered abdominal pain lower, abdominal tenderness, arthralgia, back pain, chest pain, depression, dyspareunia, feeling abnormal, groin pain, headache, menorrhagia, menstrual disorder, menstruation irregular, pain, pain in extremity, paralysis, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure successfully implanted, without complications, visualized two trailing coils within the left uterine cavity and two trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. (B)(6) 2012, operative record - procedure findings: normal uterus. Two coils protruding bilaterally from each tube into the uterus. Estimated blood loss- 10 ml. (B)(6) 2014 report: procedure: fallopian tube closure bilaterally. Flouroscopic time: 10 seconds. Images submitted: two fluoroscopic images. Procedure: fallopian tube closure bilaterally; the radiologist was not present for the procedure. Impression: fluoroscopic guidance. On (B)(6) 2015, pre/postoperative diagnosis: pelvic pain, status post essure hysteroscopic tubal occlusion approximately 2 years ago. Findings: normal appearing uterus. Normal ovaries and tubes, bilateral. Specimens removed: bilateral fallopian tubes with bilateral essure coils and transducers. (B)(6) 2015 surgical pathology report: final diagnosis- fallopian tube, bilateral, salpingectomy: complete cross-section of unremarkable. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and lower abdominal pain. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-aug-2018: update of information (batch is not valid). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2592) on 01-nov-2015. The most recent information was received on 21-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("really extreme abdominal pain / severe abdominal pain/ lower bdominal pain (started out as mild and increased as the time went on until it was severe)") in a female patient who had essure (batch no. 867600) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, delivery in 2004, delivery in 2000, delivery in 1997 and termination of pregnancy - elective. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain ("a lot of pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic area pain (started out as mild and incread as the time went on until it was severe)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("periods had been irregular/ irregular periods"), menstrual disorder ("abnormal menstrual bleeding/ abnormal bleeding (menorrhagia)"), menorrhagia ("severe menstrual bleeding / prolonged menses"), arthralgia ("hip and lower back pain"), back pain ("hip and lower back pain / severe back pain/ lower back pain (started out as mild and increased as the time went on until it was severe)"), feeling abnormal ("kicking feeling"), groin pain ("throbbing pain and tenderness in the groin area and above"), depression ("depressed"), abdominal tenderness ("area near abdomen was very tender and pain went all the way in chest"), chest pain ("area near abdomen was very tender and pain went all the way in chest"), headache ("headaches"), paralysis ("paralysis of index toe") and pain in extremity ("leg pain/ legs pain(started out as mild and increased as the time went on until it was severe)"). The patient was treated with surgery (diagnostic hysteroscopy and bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menstrual disorder, menorrhagia and back pain had resolved, the menstruation irregular, arthralgia, feeling abnormal, groin pain, depression, abdominal tenderness, chest pain, headache, paralysis, pain in extremity, dyspareunia and pelvic pain outcome was unknown and the pain was resolving. The reporter considered abdominal pain lower, abdominal tenderness, arthralgia, back pain, chest pain, depression, dyspareunia, feeling abnormal, groin pain, headache, menorrhagia, menstrual disorder, menstruation irregular, pain, pain in extremity, paralysis, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure successfully implanted, without complications, visualized two trailing coils within the left uterine cavity and two trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . On (B)(6) 2012, operative record - procedure findings: normal uterus. Two coils protruding bilaterally from each tube into the uterus. Estimated blood loss- 10 ml. On (B)(6) 2014 report: procedure: fallopian tube closure bilaterally. Flouroscopic time: 10 seconds. Images submitted: two fluoroscopic images. Procedure: fallopian tube closure bilaterally; the radiologist was not present for the procedure. Impression: fluoroscopic guidance. On (B)(6) 2015, pre/postoperative diagnosis: pelvic pain, status post essure hysteroscopic tubal occlusion approximately 2 years ago. Findings: normal appearing uterus. Normal ovaries and tubes, bilateral. Specimens removed: bilateral fallopian tubes with bilateral essure coils and transducers. On (B)(6) 2015 surgical pathology report: final diagnosis- fallopian tube, bilateral, salpingectomy: complete cross-section of unremarkable. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and lower abdominal pain. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-feb-2018: case correction: after an internal review, it was identified that plaintiff fact sheet and medical records related to this plaintiff was received and attached to another case (B)(4) inadvertly. Now, the information received was transferred to this case correctly, and it included essure lot number 867600, event information update (abnormal bleeding (vaginal, menorrhagia)). Information regarding essure insertion and removal procedures were added. On 21-feb-2018: duplicate source document of frd 21-feb-2018 was attached. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (B)(4). This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("really extreme abdominal pain / severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of menstruation irregular ("periods had been irregular"), pain ("a lot of pain"), arthralgia ("hip and lower back pain"), back pain ("hip and lower back pain / severe back pain"), feeling abnormal ("kicking feeling"), groin pain ("throbbing pain and tenderness in the groin area and above"), depression ("depressed"), abdominal tenderness ("area near abdomen was very tender and pain went all the way in chest"), chest pain ("area near abdomen was very tender and pain went all the way in chest"), headache ("headaches"), paralysis ("paralysis of index toe"), pain in extremity ("leg pain"), the second episode of menstruation irregular ("irregular periods"), menorrhagia ("severe menstrual bleeding / prolonged menses"), menstrual disorder ("abnormal menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent a bilateral salpingectomy for removal of essure.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, menorrhagia, menstrual disorder and dyspareunia had resolved and the pain, arthralgia, feeling abnormal, groin pain, depression, abdominal tenderness, chest pain, headache, paralysis, pain in extremity and the last episode of menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal tenderness, arthralgia, back pain, chest pain, depression, dyspareunia, feeling abnormal, groin pain, headache, menorrhagia, menstrual disorder, pain, pain in extremity, paralysis, the first episode of menstruation irregular and the second episode of menstruation irregular to be related to essure. The reporter commented: essure successfully implanted, without complications, visualized two trailing coils within the left uterine cavity and two trailing coils on the right. Removing of the essure coils also required removal of plaintiff's bilateral fallopian tubes. Diagnostic results: in 2012, hysterosalpingogram was performed and confirmed that plaintiff's fallopian tubes were bilaterally occluded with correct coil placement. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information. There is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-aug-2017: case was update to potential legal case and new reporter (lawyer) was added. Start date and stop date of product was added. New events and their outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.